Event description:
It was reported that while a physician was using the handpiece, he was not able to advance the needles. The reporter stated that the physician tried numerous times to get the handpiece to function correctly. It was further reported that the device was used with a patient for treatment. No troubleshooting was performed. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Final analysis of the handpiece revealed that needles failed to retract and the scope seal was damaged. The green telescope was unable to be inserted into the handpiece.